Event description:
Pt is a (B)(6) girl who was diagnosed with nocturnal enuresis. Dr prescribed an alarm for treatment. Pt used the alarm for 3 nights unsuccessfully. On the fourth night, pt had an incident with the alarm. The pt went to bed with the alarm set up, but woke up parents from loud cries. Mother heard cries and found that pt had received burns on skin near neck area from the alarm. The alarm has developed a defect which made it become hot. Pt's mother pulled out the alarm and in the process hurt her hands from the heat. The child was taken to a nearby clinic for treatment of burns and is recovering. The alarm has been returned to the MFR.